Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the returned device presents significant damage to the threads under screw-head due to high deformation, which should have led to an inability to screw with the plate. Screw-head interface at which screwdriver comes in contact is heavily damaged, representing the application of excessive mechanical force while tightening. A functional test was performed by screwing the returned screw with a sample variax plate, and the device was turning perpetually without locking into the plate. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. As the visual inspection shows high deformation of thread under screw-head, the failure must have caused due to application of excessive mechanical force or tightening of misaligned devices. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "when using the variax locking screw, the plate and screw did not lock." Additionally reported: "only one hole in the plate could not be locked. The procedure ended without inserting a screw into the hole."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when using the variax locking screw, the plate and screw did not lock." Additionally reported: "only one hole in the plate could not be locked. The procedure ended without inserting a screw into the hole."